Event description:
Patient reported all of the buttons on her infusion device do not work. Patient stated, she pushes them and many times they don't work. Patient reported they work just once or twice. Patient stated when she attempts to bolus she receives the a8 (bolus cancelled) error message. Patient reported she always checks her blood glucose level. Patient stated, she is asking her doctor for an alternative therapy. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.